Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via webform entry that the reservoir ring was damaged. Customer's blood glucose level was unknown. Customer stated that they not sure if reservoir was able to lock in place or not. No further details were reported. The insulin pump will not be returned for analysis.